Event description:
It was reported that the customer was investigating a suspected patient event that was suspected to have either been caused by a device issue or human error. Bd learned the following through due diligence attempts: the infusion event occurred between (B)(6) at 2245 to (B)(6) at 0522. The patient experienced hypoglycemia and the "patient blood sugar was 3.3 mmol/l. Patient blood glucose improved to 5.3 mmol/l, after intervention with dextrose 50 IV. Patient's blood sugar was 3.3mmol/l after the event. Physician assessed the patient after the event, his blood sugar was 3.3 mmol/l, dextrose 50 IV given and blood glucose was checked every 15 minutes. On repeat check the patient blood glucose was 5.3 mmol/l." The patient was discharged on (B)(6) 2025. The patient was admitted complaining of abdominal pain, diagnosed with pancreatitis, hypertriglyceridemia, history of type 2 diabetes mellitus and hypertension. It is also noted that the patient was 36 years old. The initial event log review indicated an estimated syringe volume of 30.8ml at the time of infusion programming. The total bag/bottle volume and concentration of 50units/0.5ml as indicated by the customer. There was also another unnamed infusion running at the time of event that was started manually using basic infusion at 100ml/hr on (B)(6) at 0155. It infused until 0630 at (B)(6). An initial event log review showed an estimated volume infused of 22.2ml.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of a possible infusion event was not confirmed through review of the logs and was not replicated during device testing since the devices were not received for this investigation. The initial infusion was programmed as a basic infusion on an¿ ivac_50¿ 50 ml syringe, with a detected volume of 30.8123 ml, on (B)(6) 2025 at 10:45 pm. The rate was 4 ml/hr and the volume to be infused (vtbi) was 30.1456 ml. Between 10:59 pm and 11:22 pm, three (3) patient side pressure alarms were observed. On (B)(6) 2025 at 5:10 am, the infusion was paused with a total volume infused of 22.1992 ml. At 5:22 am, a check syringe alarm was observed, and a new 50 ml syringe (bd_50) was loaded with a detected volume of 50.6174 ml. A minute later, an infusion was programmed at a rate of 50 ml/hr. There was an attempt to pause the infusion, but the keypress was invalid. The infusion completed at 6:13 pm and transitioned to kvo. Then, the device alarmed when kvo was completed at 6:23 am. The unit was channeled off at 6:27 am and was then removed at 4:47 am. The system was powered off at 9:07 am. The total volume infused (tvi) was recorded at 72.8166 ml. The bd alaris user manual (12.1) states the following: do to not use incompatible syringe sizes and models with the syringe module. Use of incompatible syringes can impact pump operation resulting in inaccurate delivery, delayed generation of occlusion alarms, and other potential problems. According to the syringe compatibility master list, as of version 12.1, ivac 50 ml syringes are no longer compatible with the bd alaris syringe module. Use the smallest compatible syringe size necessary to deliver the fluid or medication. Using a larger syringe when infusing at low rates can lead to delayed generation of occlusion alarms. This is due to the higher compliance of the syringe stopper and increased friction between the plunger and the walls of the syringe with larger syringes. If a released data set from a previous version of the guardrails¿ editor software is opened and saved without any edits, the data set remains in released status. If the data set is edited, the status of the data set is reverted to draft. Inspection and testing of the reported devices could not be performed since they were not returned by the customer; however, the facility performed preventative maintenance tasks on the alaris system maintenance software and provided a picture of the test results. Both devices passed all preventative maintenance tests, indicating the suspect devices are working as intended. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris ¿ system. Root cause: the root cause of the reported infusion event was not determined. It is possible that the use of an incompatible syringe and the use of a syringe too large for the intended infusion rate could be contributing factors. No errors or malfunctions were confirmed through review of the logs and the event could not be replicated during device testing since the devices were not received for this inspection. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.